Manufacturer narrative:
A field service engineer (fse) determined that the sample probe cover was misadjusted, the vacuum nozzle thumb screw was loose, and there was serum spillage in the mixing vessel. The sample probe cover and vacuum nozzle thumb screw were adjusted. Sample probe adjustments were performed and the mixing vessel was cleaned. The fse performed air purges and a reagent prime. Mechanism checks, ion selective electrode checks, calibration, qc, and a bio-rad qc 21-cup precision test were all complete and passed. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. A field service engineer (fse) determined that the sample probe cover was misadjusted, the vacuum nozzle thumb screw was loose, and there was serum spillage in the mixing vessel. The fse adjusted the sample probe cover and the vacuum nozzle thumb screw. They performed the sample probe adjustments and cleaned the mixing vessel. They also performed air purges and reagent prime, then completed successful mechanism checks, ise checks, calibration and qc, as well as a bio-rad qc level #1 21 cup precision and patient samples. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results from the cobas pro ise analytical unit. Sample #1 initial result was 150 mmol/l, and the repeat result was 140 mmol/l. Sample #2 initial result was 148.2 mmol/l, and the repeat result was 141.1 mmol/l. Sample #3 initial result was 150.4 mmol/l, and the repeat result was 144.3 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated because the customer noticed high sodium values.